Event description:
The customer reported that when they are trying to perform the daily check and the screen is blank. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.